Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak at the insertion site is inconclusive due to poor sample condition. One photo and one video sample of a 4 fr dl powerpicc sv catheter were provided for evaluation. The catheter is shown outside of patient use and is being infused with a clear fluid. The clinician attempts to pressurize the catheter by pinching the distal end of the catheter and no fluid is observed to leak throughout the catheter shaft or proximal end. No apparent damage on the catheter shaft could be observed in the image and video sample. Based on the information provided, possible contributing factors include catheter placement and patient anatomical condition. Since no apparent evidence of a catheter leak was noted in the returned samples, the complaint could not be confirmed and remains inconclusive at this time. H3 other text: evaluation findings are in section h11.

Event description:
Customer reported a 4fr double lumen catheter was inserted in the right arm on (B)(6) 2023 in a minor patient. The device was reviewed due to it being obstructed and the child presenting with discomfort at the moment of irrigating (pain at the level of the arm). Clinician found the catheter unusable, "covered with an integral transparent dressing, last healed on (B)(6) 2023, device at zero level, insertion point with humidity." At the time of irrigating through the lumen white in color, a slight discharge of liquid is observed from the insertion point. Given this and a history of discomfort, clinician decide to withdraw the catheter. Additional information received on april 20, 2023: "in the analysis of the report, the power PICC catheter 7274118 was not found to be broken and it is possible that there was an anatomical condition of the patient that contributed to the leakage of fluid from the insertion site."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Customer reported a 4fr double lumen catheter was inserted in the right arm (B)(6) 2023 in a minor patient. The device was reviewed due to it being obstructed and the child presenting with discomfort at the moment of irrigating (pain at the level of the arm). Clinician found the catheter unusable, "covered with an integral transparent dressing, last healed on (B)(6) 2023, device at zero level, insertion point with humidity." At the time of irrigating through the lumen white in color, a slight discharge of liquid is observed from the insertion point. Given this and a history of discomfort, clinician decide to withdraw the catheter. Additional information received on april 20, 2023: "in the analysis of the report, the power PICC catheter 7274118 was not found to be broken and it is possible that there was an anatomical condition of the patient that contributed to the leakage of fluid from the insertion site."